Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, the plunger failed to engage the lens, the cartridge was opened to load the lens, the proximal loop was found broken. Surgery was completed using another lens of the same power. Additional information was requested.

Manufacturer narrative:
Additional information provided in e.1., d.10., h.3., h.6. And h.11. The product was not returned for analysis. The complainant indicates that the operating room temperature was 26 °c . The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as it is stated in the file that the "operating room temperature was 26 °c". The IFU states "if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).